Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
They reported that they were experiencing high blood glucose. Customer blood glucose was 400 mg/dl at the time of event. No treatment was given to the customer. It was unknown that customer was using auto mode feature or not. They also reported that they received insulin flow blocked alarm during basal. Customer was assisted with troubleshooting. Customer reported that the cannula was bent. The insulin pump will not be return for further analysis.